Manufacturer narrative:
Correction information: g6: follow up #1; h2: if follow-up, what type?; h3: device evaluated by manufacture; h6: coding changed, based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the device has been repaired. And the lcb replaced.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Op-channel is buckled and the lcb is broken (50/70%). This event occurred at the time of before use. There was no report of patient harm.